Manufacturer narrative:
A complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Visual inspection did not find any insulation degradation.

Event description:
New information states that the patient received multiple inappropriate shocks before the lead was reprogrammed. The patient was physically stable before, during, and after the case; but mentally was very shaken up. The excessive shocks received had a hit on the battery longevity of his original ICD . There was no apparent malfunction with the ICD. The ICD was electively replaced.

Event description:
It was reported that the patient presented remotely via alert on a remote transmission. It appeared that the patient had excessive right ventricular oversensing alerts (36 in about an hour) and had tachy therapies inhibited on a detected vf episode due to secure sense. On (B)(6) 2021 the patient reported to have been inappropriately shocked 3 times. The lead was reprogrammed. Insulation degradation was suspected based on impedance trends. The lead was explanted and replaced. The patient was stable.